Manufacturer narrative:
Since no lot number is available, a detailed investigations, tests on reference samples or batch review cannot be conducted. Therefore this complaint will be closed. This issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occured in the united states. It was reported that the patient experienced an insulin flow blocked alarm event on (B)(6) 2025. The blockage was identified in the tubing. The infusion set was replaced, and insulin delivery was successfully resumed. No further information is available.